Manufacturer narrative:
(B)(4). No further information is available regarding the outcome of this product issue. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system had been exhibiting rising shocking impedance measurements. A latitude red alert was subsequently generated due to high, out of range measurements. Additionally, elevated threshold measurements were observed. No adverse patient effects were reported.